Manufacturer narrative:
(B)(6). Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer reported that all 5 initial patient samples tested with cobas sars-cov-2 and influenza a/b assay (scfa) generated sars-cov-2 positive, flu a negative and flu b negative. First repeat for all 5 samples with the allplex¿ sars-cov-2 assay were negative. The second repeat for 4 samples with the cobas liat® system were sars-cov-2 positive, flu a negative and flu b negative. While, sample #5 was negative. Third repeat for all 5 samples with the cobas® 6800 were negative for all 3 targets. Due to the health guidelines in (B)(6), the results are reported as presumptive positive and then patients are quarantined while the samples undergo confirmatory testing. No harm is alleged. An investigation is ongoing. Per the FDA guidance five (5) mdrs will be filed, one (1) per each sample

Manufacturer narrative:
Review of the data showed that many of the samples are low titer mostly in the lod range. However, the curves for all of the positive results showed true amplification. The last sample in particular (run # (B)(4) generated a CT that was just below the cutoff and so it is not surprising that the repeats generated other results as low titer. The complaint allegation was not observed. An updated stability search was performed; no new kit and/or time-point was seen. (B)(4).

Manufacturer narrative:
(B)(4).